Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a white crystallized contamination, believed to be a simethicone type product, was identified in the air/water channel. In addition to the reportable malfunction, the following were noted: the upward/downward and right/left angles were not to specification; the up/down and the left/right angulation control knobs had play evident; the electrical safety test was not to specification; the suction connector showed water leakage; the distal end adhesive fail was lifting; the bending section cover adhesive was lifting; the optical cover glass adhesive was worn; the optical cover glass was scratched; the light cover glasses adhesive was worn. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. Bedside cleaning was performed with neutra-flush endoscope channel cleanser and during manual cleaning, the detergent used was intercept detergent. The automated endoscope reprocessor (aer) used was rapidaer endoscope reprocessor with intercept detergent and rapicide parts a and b disinfectant. The customer reported reprocessing was performed in accordance with the instructions for use (IFU) but did not provide any specific information regarding the reprocessing practices at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope angulation wheel was loose. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a white crystallized contamination was identified in the air/water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.